Event description:
It was reported the connection wire of the cable was damaged when testing. The cable was returned to service. There was no patient involvement.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. The event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: analysis found both clips and clip insulators were contaminated. The positive continuity test was within specification, but the negative continuity test was open. It was noted the cable was over two years old and at its normal end of life. (B)(4).